Manufacturer narrative:
Device code corrected to migration from device dislodged or dislocated.

Event description:
It was reported that the device embolized. On (B)(6) 2020 a left atrial appendage (laa) closure procedure was performed. A watchman access system (was) was positioned and a 31mm watchman flx laa closure device & delivery system (wds) were used. The procedure was successful and the closure device was implanted in the laa of the patient since the release criteria were met. The left atrial pressure was 10mmhg and the patient was in sinus rhythm. There were no leaks or device shoulder at the ostium if the laa noted. There were no reported complications that occurred. The patient came in for a transthoracic echocardiogram (tte) 30 days post procedure and the device was well placed. The patient then came in for their 45 day follow up procedure and received a computed tomography (CT) scan. The imaging showed that the device had embolized out of the laa and into the left atrium of the patient. The patient had open heart surgery to remove the device. The patient is doing fine following this event. It was further reported that the closure device had shifted/moved within the laa, but it did not embolize. The closure device was still retrieved via open heart surgery. The patient is still doing fine following this event.

Event description:
It was reported that the device embolized. On (B)(6) 2020 a left atrial appendage (laa) closure procedure was performed. A watchman access system (was) was positioned and a 31mm watchman flx laa closure device & delivery system (wds) were used. The closure device was deployed, but required three recaptures before the final positioning. The procedure was successful and the closure device was implanted in the laa of the patient since the release criteria were met. The left atrial pressure was 10mmhg and the patient was in sinus rhythm. There were no leaks or device shoulder at the ostium if the laa noted. There were no reported complications that occurred. The patient came in for a transthoracic echocardiogram (tte) 30 days post procedure and the device was well placed. The patient then came in for their 45 day follow up procedure and received a computed tomography (CT) scan. The imaging showed that the device had embolized out of the laa and into the left atrium of the patient. The patient had open heart surgery to remove the device. The patient is doing fine following this event.